Event description:
A malfunction was reported on the pump, as indicated by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the necessary pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues arose again, and they acknowledged this guidance.